Event description:
Boston scientific crm received and reported the following info: "this pt had an infection." The pt's system, including this lead, was taken out of service due to this infection. The bsc representative was unaware of the product locations (capped, explanted, discarded, etc.)

Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions code: device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.